Event description:
It was reported that "the hcp failed to fire the skin stapler during use on a patient. All 6 staplers were used on one patient". No patient harm or injury. The patient status is reported as "fine". See associated mdrs #3003898360-2023-01276, 3003898360-2023-01318, 3003898360-2023-01279, 3003898360-2023-01278, 3003898360-2023-01277.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on a patient. All 6 staplers were used on one patient". No patient harm or injury. The patient status is reported as "fine". See associated mdrs #3003898360-2023-01276, 3003898360-2023-01318, 3003898360-2023-01279, 3003898360-2023-01278, 3003898360-2023-01277

Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 9 staples remaining in the cover block, indicating that at least 26 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Flash was observed within the cover block. In addition, die casting anomalies were discovered on the forming tool. A device history record review was performed on two potential lot numbers, and no relevant findings were identified. An investigation was initiated to further investigate the issue. The investigation identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.